Event description:
It was reported that the ilet user intended to deliver a more-than-usual dinner meal announcement when eating a slice of cake during the night but did not provide any meal announcement, which constituted a missed meal announcement. Symptoms included hyperglycemia peaking at 215 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure or method with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.